Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon inflation could not be maintained due to a crack or slit in the catheter tube 0.098 inches long at the distal end of the thermal filament (middle form) area. The crack entered the inflation lumen. A CAPA is in process for slit in catheter body related to balloon inflation.